Manufacturer narrative:
(B)(4). The suspect device was evaluated on site by the hospitals biomedical office. The service technician was unable to duplicate the reported issue. The service technician put a test lung on the unit and it ran fine but the vte appeared to be way off. When set at 300ml the monitor reads vte 550ml. The customer reported the ventilator is hardly used by the staff and it appears the last est was done (B)(6) 2016 and not prior to patient use this time. Results of investigation: carefusion certified service technician was unable to verify the customer's reported issue. The ventilator passed 144 hour extended tests at the customer's settings. The ventilator passed initial final test and initial alarm test. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that palmtop ventilator enve was auto cycling while connected to a patient. The patient was removed from the unit and placed on a back up unit. The customer confirmed there was no patient harm associated with the reported event.